Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was confused about certain symbols on their ins recharger and they stated that they had been charging for 3 hours when it usually takes 1 hour. The patient was helped in understanding the icons and expressed relief that everything was working as expected. The patient stated that they were scheduling a meeting with their hcp to discuss recharging issues. No patient complications were reported.

Manufacturer narrative:
Corrected to 'product problem' .if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.